Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions for inappropriate ams alerts. Patient was brought into clinic and noise was reproducible with isometrics. Can-on-lead abrasion was suspected. The lead was reprogrammed. The patient was asymptomatic and the lead would continue to be monitored.